Manufacturer narrative:
The complaint is being reported by zimmer biomet as cmp-(B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery when the patient's skin was inserted into the mesher, the mesher jammed and the graft harvest would not advance into the mesher. Thus, damaging the original tissue graft. An additional tissue harvest from the patient had to be used. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on april 21, 2017, it was reported that when the patient¿s skin was inserted into the mesher, the mesher jammed and the graft harvest would not advance into the mesher. On april 21, 2017, it was clarified that the issue occurred (B)(6) 2017 during surgery. There was an adverse event associated with the failure and there was an extension to the procedure of 1-15 minutes. There was no harm or injury to the operator and another device was used to complete the procedure. There was an impact or damage to the graft harvest and the graft was not able to be used so another graft harvest was needed to be taken from the patient. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the comb, roller, roller gear, and side plates were damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that when the patient¿s skin was inserted into the mesher, the mesher jammed and the graft harvest would not advance into the mesher¿ was non-verifiable as there is insufficient information provided during the initial inspection; however, it is noted that the comb, roller, roller gear, and side plates were damaged. The root cause of the reported event could not be specifically determined as there is insufficient information provided during the initial inspection; however, it is noted that the comb, roller, roller gear, and side plates were damaged. The issue was resolved with the replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation revealed that the comb was damaged.